Event description:
It was reported that the patient experienced ineffective therapy due to their l5 lead being fractured. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted, and a new lead placed at l4 to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.